Event description:
It was reported that the IV therapy dept was attempting to insert the catheter into the pt's right basilic vein. During insertion, the sheath split prematurely while attempting to advance into the pt's vein. As a result, another kit was opened and placed successfully for the pt, however, the pt endured discomfort and bleeding at the insertion site. There was no delay in treatment, no pt death, and not pt complications were reported.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.